Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortous and severely calcified superfacial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon rupture at 10atm for 60 seconds. There were no patient complications reported.